Manufacturer narrative:
Date of event: unknown. The 510k: this report is for an unknown synthes 3.5-mm limited-contact dynamic compression plate (lc-dcp)/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown. Explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: lyle, shirley, malik, catherine, oddy, michael j. (2018), comparison of locking versus nonlocking plates for distal fibula fractures, the journal of foot & ankle surgery, volume 57, issue 4, july¿august 2018, pages 664-667. (United kingdom). The purpose of the retrospective study was to review the use of the bone specific distal fibula locking plate and compare implant selection for all lateral malleolus fixation using three (3) different plates. From january 2011 to december 2012, 145 patients with ankle fractures who underwent surgical fixation with a distal fibular plate were included in the study. The implants used were a synthes one-third semitubular plate (stp), a synthes 3.5-mm limited-contact dynamic compression plate (lc-dcp), and a synthes 2.7-mm/3.5-mm locking compression distal fibula plate (lcp-f). Of the 145 patients, 87 (60.0%) received an stp, 22 (15.2%) an lc-dcp, and 36 (24.8%) an lcp-f.). No significant differences were found in the sex distribution among the 3 groups. The study then evaluated and assessed the costs (implant cost) and incidence of complications among the patients using the three plates. All radiographs of the pre- and postoperative ankles were also assessed. The following complications were reported: the lc-dcp plate group: 1 patient who required washout and removal of metal for infection. Two patients had superficial infection requiring antibiotics. Three patients underwent removal of symptomatic metalwork. 3 patients underwent planned removal of syndesmosis screw. This report is for unknown synthes 3.5-mm limited-contact dynamic compression plate (lc-dcp). This is report 2 of 3 for (B)(4).